Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days following implant, the patient experienced unstable stats, which was determined to be due to a perforation and cardiac tamponade. The patient subsequently expired.